Event description:
A ventilator was returned to a third-party service center for four-year service. There was no harm or injury reported. During the evaluation of the device at third-party service center, technician observed a vent service required error of evt_press_sensor_mismatch in the device's event log. This error means the device software detected a large pressure drop between the monitor and outlet pressure sensors (i.e. Across the machine flow sensor). There was no reported patient involvement. The flow sensor was replaced to address the issue. Additionally, the third-party service center technician observed an event message of evt_drift_debug in the device's event log. This message is to alert the user that the sensor offset during drift calculation is too high. A pneumatic test was carried out and passed to address this issue which is not related to the previously mentioned malfunction/issue. The device passed final testing and was prepared to ship back to customer.